Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is 510k exempt.

Event description:
The customer contact reported loss of suction. It was reported that during testing of the device, after suction had been on for 24 hours, a crack was noted on the cover of the liner; subsequently, loss of suction was noted. Though requested, no additional information was provided.